Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 12. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced twelve infusion sets fell off during use events between (B)(6) 2024. The infusion sets were in use for 1 to 12 hours and patient resolved the all the events by replacing infusion set and resumed insulin successfully. No further information available.